Event description:
The reporter stated that the patient experienced a blood glucose (bg) of 600 mg/dl; the patient was reported treated with an insulin injection. The reporter stated that the patient was having persistent bg in the 300 to 400 range. The patient's health care provider reportedly felt that the elevated bgs were related to puberty and wanted to have settings reviewed. The reporter stated that she felt that the pump was malfunctioning. The reporter confirmed that the settings were programmed correctly and the patient was using the recommended doses. There were no relevant alarms in the pump history. The basal history on (B)(6) 2011 was consistent with the basal program. The total daily dose added up correctly with the basal and bolus history. Customer support advised the patient that there was no indication of a mechanical issue with the pump related to the blood glucose. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.